Manufacturer narrative:
Submit date: 01/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports term infant in nicu due to respiratory distress following uneventful birth. Three days after birth, patient began having increased distress and mottled skin. Peritoneal tap revealed 298ml of a substance resembling tpn. It is believed that the patient's uvc infiltrated. Staff also raised concerns with the pump, the carefusion alaris pc guardrails. The customer states that the status of the patient is good.

Manufacturer narrative:
A lot number was not provided therefore a device history record (DHR) review could not be performed. The sample consisted of one uvc catheter which came inside a generic plastic bag. A visual inspection was performed and the sample presented signs of use (remains of blood). The visual inspection showed that the catheter did not present any defects. In order to confirm the condition reported a functional test was required. Bubbles were not detected during the test in the device which would have demonstrated a leak therefore the condition could not be confirmed. Based on the information, the device functioned as intended for an undetermined amount of time and this condition was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing. Despite the condition not present in the sample received, the most probable root cause could be considered as customer perception; a leak could be caused if the clinician confused substance residues with leaking. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.